Manufacturer narrative:
The cobas pcr media kit instructions for use indicates the following: avoid contact of the cobas pcr media with the skin, eyes or mucous membranes. If contact does occur, immediately wash with large amounts. Harmful if swallowed hazard warning. If swallowed: call a poison center/doctor if you feel unwell. Rinse mouth. (B)(4).

Event description:
A (B)(6) customer reported that an elderly patient ingested cobas pcr media when attempting to collect a saliva specimen for covid testing. It was reported that a physician checked the patient and requested the safety data information for the media. It is unknown how much was actually ingested, swallowed or licked. The patient's condition is unknown, and there was no serious injury or harm reported to date.